Manufacturer narrative:
The mechanical installer did not follow instructions that state to use bolts to hold the cover securely in place. A search of the complaint system found no similar issues or injuries filed.

Event description:
It was reported that while installing a mr system, the system's cover slipped from the third party mechanical installer's hands and severed his index and middle finger. The medical treatment that he immediately received was the reattachment of his fingers.